Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Multiple supply changes were performed resolving the occlusion alarms. During the last supply change, the customer observed air bubbles in the cartridge tubing and observed tiny "foam" like drops of insulin dripping out of the infusion tubing during the load fill tubing sequence. A cartridge change was performed resolving the filling issue and the air bubbles. The customer's blood glucose level was 285mg/dl.